Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. Flowmeter replacement needed. Replaced flowmeter. Unit was evaluated for functionality per (B)(4). Arctic sun passed all tests successfully and unit is ready to be back in service. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate difference was 135ml/min at the flow rate check test in an arctic sun device, the result was out of range during inspection. Per review of wo on (B)(6) 2025, there was no patient involvement.